Event description:
Additional information received from the manufacturer¿s representative (rep) reported the battery was replaced due to normal battery depletion.

Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the b35200 (B)(6): the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Upon receipt {x} was observed. Destructive analysis traced this to the hybrid circuit board. Analysis determined that the implantable neurostimulator (ins) had an intermittent telemetry link. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 (B)(6) (rep, hcp): information was received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported prior to surgery the rep was able to connect to the existing primary cell implant, and then attempted to transfer to the percept device, but the tablet was unable to locate the percept device. The same process was repeated with a different tablet with the same result. The rep then tried connecting to the percept device the tablet from the start of the software (not a transfer, just a raw connect), but the device couldn¿t be found. The rep tried again with a secondary tablet to connect straight to the percept device without success. The tablet was able to immediately connect to a different percept device and transfer settings from the original primary cell device. The rep tried to connect to the first percept device the following day without any success. There were no known factors that led to the issue. (B)(6) 2024 e1, (B)(6) (rep): additional information received from the manufacturer¿s representative (rep) reported the battery was replaced due to normal battery depletion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported prior to surgery the rep was able to connect to the existing primary cell implant, and then attempted to transfer to the percept device, but the tablet was unable to locate the percept device. The same process was repeated with a different tablet with the same result. The rep then tried connecting to the percept device the tablet from the start of the software (not a transfer, just a raw connect), but the device couldn¿t be found. The rep tried again with a secondary tablet to connect straight to the percept device without success. The tablet was able to immediately connect to a different percept device and transfer settings from the original primary cell device. The rep tried to connect to the first percept device the following day without any success. There were no known factors that led to the issue.